Event description:
It was reported that during a patient event, the customer's device lost power while attempting to deliver a defibrillation shock. The device was charged to 360 joules and the device appeared to have reached 355 joules then lost power. The device user was unable to power the device back on at that time to continue patient care. Once this issue occurred, a backup AED (unknown brand) was used on the patient. Approximately two minutes after the reported loss of power, the device user was able to power the device back on and continue care for the remainder of the event with no issues. Further details of the patient event have not been made available to physio-control. The patient did survive and did not suffer any adverse effects as a result of the reported event. The reported event occurred 07:55 am, (B)(6) 2014 in (B)(6). Physio-control, inc. Located in (B)(4) became aware of this event on (B)(4) 2014 local time/date.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that when the device was charging (in order to defibrillate) while printing a certain amount of dots (pixels) on the paper that the device would power off. Physio determined that the combination of the thermal printing and energy charge caused a significant voltage draw, which led to the device powering off. The customer was provided with a replacement device.